Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior and wear abrasion leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, sharp opening on anterior and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool. A sharp opening on anterior(valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported right side "hole in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.